Event description:
A customer from hungary reported to biomérieux that they observed a false negative result when testing a patient sample with vidas hcg 60 tests (ref. 30405, batch 1008796930, expiry date 02-jun-2022). The customer obtained the following result for a female patient with ectopic pregnancy using vidas hcg 60 tests batch 1008796930: result on (B)(6) 2021 : >1500. This result was outside the range of measurement of the kit (2-1500 miu/ml) so the customer performed a dilution as stated in the package insert for vidas hcg 60 tests (ref. Ref. 30405)) result after dilution: 7170 (degree of dilution not reported). ¿ result on (B)(6) 2021: <2.0. This result could be indicative of a missing spr or sample in the strips. However, according to the customer, samples were handled carefully and mixing up of samples can be excluded. The clinician was not satisfied with these results so a new sample was taken and tested again using vidas hcg 60 tests batch 1008796930. ¿ result with new sample: >1500; after dilution: 6980. Then first sample was tested again. Result was >1500. At time of this assessment, there was no evidence of any patient harm or incorrect treatment due to the reported discrepant results. A biomérieux internal investigation will be initiated. Note: reference 30405 is not registered in the united states. The u.s. Similar device is product reference 30405-01.

Manufacturer narrative:
An internal investigation was performed following a customer from hungary reporting to biomérieux that they observed a false negative result when testing a patient sample with vidas hcg 60 tests (ref. 30405, batch 1008796930, expiry date 02-jun-2022). Investigation results: 1. Device history record the review did not highlight any issue during manufacturing for vidas hcg 60 tests (ref. 30405, batch 1008796930. 2. Complaint analysis: up to now, no other complaint was recorded on vidas hcg 60 tests (ref. (B)(4)) batch 1008796930 for false result on a patient sample. 3.analysis performed: since the false negative result, was not reproduced at customer¿s site, the sample was no returned. 3.1 control charts analysis: the analysis of the control charts performed on 4 internal samples (targets at 0.00, 4.29, 856 and 1348 mui/ml) using 7 batches of vidas hcg including customers¿ batch 1008796930 showed that all results are within specifications. Customer¿s batch is in the trend compared to the other lots. 3.2 tests performed on internal samples: the complaints laboratory tested 2 internal samples, one negative ( target > 2 mui/ml) and one highly positive (target 1347.93 mui/ml) using retain kit of vidas hcg lot 1008796930. The results are within the acceptable ranges. No evolution over time of the kit was observed. 3.3 repeatability testing: the complaints laboratory tested the internal sample targeted at 1347.93 mui/ml using retain kit of vidas hcg lot 1008796930, and using two different sections of vidas pc in the same. The results were: - mean = 1359.35 mui/ml. - cv = 1.04%. The obtained results were between 1342.84 and 1373.77 mui/ml. For a level of vidas hcg concentration at 1150 mui/ml, the specified repeatability cv is < 8%. The complaints laboratory did not reproduce the non-reproducible result with vidas hcg lot 1008796930 observed by the customer on internal sample. 3.4 analysis of results of probioqual, a french external quality assessment program the complaints laboratory subscribes to different eqa schemes and tests several quality control samples just like a typical user. The analysis of two of the last eqa shemes of 2021 concerned: - different vidas hcg batches, - 2 samples 21md02 targeted at 575.7 mui/ml and 21md03 targeted at 621.5 mui/ml. - a peer group between 29 and 33 laboratories. All the results complied with probioqual expectation. The peer group variabilities, ie cv, for 21md02 and 21md03 were respectively 7.8% and 7.1%. The peer group variability conforms to vidas hcg specification. Internally, it has been observed that a missing spr or sample could lead to a result < 2 mui/ml. As the customer retested the same samples and did not reproduce the false negative result, the main hypothesis is a preanalytical issue at customer¿s level. 4. Root cause analysis: according to all the information above, no anomaly was highlighted with the control chart analysis, the analysis of quality data and the tests performed on internal samples using the retain kit of vidas hcg lot 1008796930. In addition, the complaints laboratory did not reproduce the non-reproducible result with vidas hcg lot 1008796930 observed by the customer on internal sample. The complaints laboratory subscribes to different eqa schemes and tests several quality control samples such as an ordinary user. All the results complied to the supplier expectation and the peer group variability conforms to vidas hcg specification. Therefore the mainly hypothesis is a preanalytical issue at customer¿s level. According to the above data, vidas hcg (ref. 30405, lot 1008796930 is within the expected performances.

Event description:
A customer from (B)(6) reported to biomérieux that they observed a false negative result when testing a patient sample with vidas hcg 60 tests (ref. 30405, batch 1008796930, expiry date 02-jun-2022). The customer obtained the following result for a female patient with ectopic pregnancy using vidas hcg 60 tests batch 1008796930: result on (B)(6) 2021: >1500. This result was outside the range of measurement of the kit (2-1500 miu/ml) so the customer performed a dilution as stated in the package insert for vidas hcg 60 tests (ref. 30405). Result after dilution: 7170 (degree of dilution not reported) result on (B)(6) 2021: <2.0. This result could be indicative of a missing spr or sample in the strips. However, according to the customer, samples were handled carefully and mixing up of samples can be excluded. The clinician was not satisfied with these results so a new sample was taken and tested again using vidas hcg 60 tests batch 1008796930. Result with new sample: >1500; after dilution: 6980. Then first sample was tested again. Result was >1500. At time of this assessment, there was no evidence of any patient harm or incorrect treatment due to the reported discrepant results. A biomérieux internal investigation will be initiated. Note: reference 30405 is not registered in the united states. The u.s. Similar device is product reference 30405-01.